Event description:
It was reported that device was received by biomed labeled "inop". When tested, the device was found to have an accuracy reading that was low; the device never "pushed" more than 2ml. The mechanism was reported to be bad.

Manufacturer narrative:
Upon visual inspection the accuracy issue was confirmed. The proximate cause of the report of an accuracy issue was determined by service to be due to a faulty mechanism assembly. The proximate cause of the rear case component damage was reported to be due to wear. The proximate cause of the pressure sensor issue was reported to be due to a faulty pressure sensor. The proximate cause of the iui issue was reported to be due to corrosion caused by a maintenance issue.

Event description:
It was reported that device was received by biomed labeled "inop". When tested, the device was found to have an accuracy reading that was low; the device never "pushed" more than 2ml. The mechanism was reported to be bad.

Manufacturer narrative:
H10: this device was evaluated and repaired through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer reported problem was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.